Event description:
During excision of left submandibular gland by the surgeon in the operating room for diagnosis of left submandibular sialadenitis, a part fell from the elbow on the surgical spotlight hinge. One part fell to the foot of the operating room table, and another piece hit the surgeon on the head, then landed in the pt's open wound.